Manufacturer narrative:
Sorin group (B)(4) manufactures the ecco oxygenator which is a component of the custom perfusion pack. The ecco and the custom perfusion pack are not distributed in the united states and therefore, the 510(k) number is not applicable. However, the oxygenator module is available in devices distributed in the united states. The incident occurred in the (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of problems with gas exchange during the procedure with an ecco oxygenator. The perfusionist noticed an increase in co2. Artificial respiration was performed by the anesthesiologist while the gas blender, gas lines and gas filters were all changed out. There was no negative impact to the patient. A sorin field service representative checked the gas blender and found it to be working fine. The oxygenator has been returned to sorin group (B)(4) for evaluation. The investigation is on-going. A follow-up report will be filed when the investigation is complete. The anesthesiologist performed artificial respiration as a result of the incident. This medwatch report is being filed due to this action.

Event description:
Sorin group (B)(4) received a report of problems with gas exchange during the procedure with an ecc.o oxygenator. The perfusionist noticed an increase in co2. Artificial respiration was performed by the anesthesiologist while the gas blender, gas lines and gas filters were all changed out. There was no negative impact to the patient.